Event description:
Philips received a complaint from the customer concerning a v60 device indicating that the power on/off (boot-up) button was intermittently unresponsive while the device was being used in a clinical setting. There was no harm to the patient or user. The scheduled procedure was delayed, and the patient was transferred to another device to complete the exam. A manufacturer¿s field service engineer (fse) was dispatched to the site and was unable to confirm the reported problem. The power/switch buttons were tested multiple times and found to be responsive and functioning normally. Visual inspection, iq checks, and basic performance checks were completed and passed. No abnormal behavior or error codes were observed during testing. The issue could not be replicated onsite. No parts were replaced, and no software reload was required. The device passed all required performance verification tests per philips standards and was returned to service. No hardware or software malfunction was confirmed during investigation. Based on available information, the reported behavior may have been caused by pressing the power button too frequently or holding it down for too long.